Manufacturer narrative:
(B)(4). Date sent to FDA: 2/13/2018 the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch lot lhh607 - mfg. Date - 7/27/2017; exp. Date - 6/6/2019 batch ldh420 - mfg. Date - 4/21/2017; exp. Date - 3/20/2019 batch lbh800 - mfg. Date - 2/20/2017 ; exp. Date - 1/15/2019 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: procedure name ¿ product was used on mastopexy procedures only what date did the reaction occur on? Reaction occurred after a few days, some reactions occurred right after removal. Was there any medical or surgical intervention performed - product removal and patient treated with antibiotics is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No allergies do you have any patient specific information ¿ no the events were occurring over a few months any photos ¿ not available can you identify the product code and lot number of the product that was used on each patient? It is unknown which lot numbers were used on each patient.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch lhh607; batch ldh420; batch lbg800. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the initial procedure date? Procedure name. How was the device applied to the incision. What layer of tissue and how many layers applied. What prep was used prior to product application? What was the location and incision size of the application? Was a dressing placed over the incision? If so, what type of cover dressing used? What date did the reaction occur on? What does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used? 3 lot numbers were reported (lhh607; ldh4202; lbg800), were all these used in all procedures? Or are these possible lot numbers? Ldh4202 is an invalid lot number, please provide the correct lot. Will any device be returned for evaluation? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were the patients exposed to similar products, such as artificial nails? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a breast procedure on an unknown date and topical skin adhesive was used to close the incision. The patient developed a rash and possible itching sensation after the product was used. The patient returned with redness and bumps along the incision line and possible rash that spread to the face. The topical skin adhesive was removed and the patient was prescribed antibiotics. As of today, the patient is doing better. Additional information has been requested.